Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) therapy and six shocks for supraventricular tachycardia (svt). It was noted that the patient was hospitalized. Technical services (ts) provided reprogramming options. The device remains in use. No additional adverse patient effects were reported.